Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump volume annunciated a faint tone despite volume settings being set to high. There was no impact to the customer¿s blood glucose. During troubleshooting, the customer confirmed audible tones were properly annunciated by the pump. Reportedly the customer continued to use the pump for insulin therapy.